Event description:
A site representative reported that while in a spinal fusion procedure, a pedicle probe instrument became bent. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was refused to be provided by the site. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.